Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported encountering a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided information for a pump reset and guided them through the process. After the reset, the issue did not recur, and the customer successfully started a new sensor session.